Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred the day of sensor insertion into the arm. On (B)(6) 2024, the patient became dizzy and disoriented. A friend was with the patient, who panicked and called emergency medical services (ems). No cgm or bg meter reading was reported at this time as the patient could not recall the specifics of this event due to being disoriented. The patient was wearing a tandem insulin pump. There was no report of whether the patient was provided any treatment from herself or her friend while waiting for ems. Once ems arrived, the patient's cgm was reading 48 mg/dl, and the bg meter reading was 77 mg/dl. Since the patient was euglycemic by that time, no medication or treatment was provided to the patient by ems. Ems only advised for the patient to remove her current sensor and replace it. The patient remained at home and was in good condition at the time of report. It has been reported that there was a difference in readings of 20 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.